Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll eurographics had foreign matter. The following information was provided by the initial reporter translated from french to english: "hairy amalgam (dust, mold?) On the plunger of the syringe.". Noted before use.

Event description:
No additional information was provided.

Manufacturer narrative:
One sample and three photos of a 10ml eurographic syringe (p/n - 300912) batch 3303141 were received for evaluation and confirmation of reported defect. The sample received with two unsealed packages has an unknown greyish white fiber inside the fluid path. Each of the three photos shows a close-up image of one loose syringe each from a different view with the fiber foreign matter as described above. Ftir analysis was performed and came back inconclusive, with the most likely match being a part of a swiffer pad used for cleaning in the manufacturing area. The condition observed is non-conforming per product specification. Potential root cause for the foreign matter fluid path defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 3303141 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.